Event description:
It was reported to boston scientific corp that during a cystocele repair procedure using a pinnacle anterior/apical pfr kit, the needle, along with 2 millimeters of suture, detached from the mesh leg assembly while the physician was attempting to throw it through the right arcus tendineus. The needle and suture were caught inside the capio "cage". The procedure was completed with another pinnacle anterior pfr kit without any complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).